Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to an interventional abdominal aortic aneurysm (aaa) repair procedure. Reportedly, a link break occurred during plunger removal. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18f sheath and the aaa repair procedure was completed. Hemostasis was achieved with the pre-placed proglide device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/ link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.